Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unknown date, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, once in three days, ongoing, route and duration were not reported) and fortum injection (1 gram, daily, ongoing, route and duration were not reported) for peritonitis. On an unknown date pd therapy was discontinued and patient was shifted to hemodialysis three times a week. Twelve days after the event onset, the patient was recovered from the event; however the patient remained hospitalized ( for an unrelated indication). No additional information is available.